Event description:
It was reported, the video system center had interfacing problems causing noisy image. The issue occurred during preparation for an unspecified procedure. The patient was not under anesthesia, there was no delay and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reported issue of "interfacing problems causing a noisy image" was confirmed to be due to a faulty video cable socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.